Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting higher than the initial results. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer reported that after replacing the "standard a" solution they obtained the discordant low results. The ccc specialist reviewed the instrument data and indicated that the "standard a" solution bag was low. The "standard a" solution well was primed and quality controls and the patient samples were run, which were acceptable. The ccc specialist recommended that the customer maintain "standard a" bags at room temperature, shake the bag before installing it on the instrument, ensure that adequate priming is done, and not store "standard a" solution in a cold storage room. The cause of the discordant, falsely low sodium result on three patient samples was related to the low "standard a" solution. The instrument is performing according to specifications. No further evaluation of the device is required.